Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6), event site telephone number is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check up the cs300 intra-aortic balloon pump (iabp) prompts maintenance code 8. No patient involvement, no reported personnel injury.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse confirmed the reported failure and proposed fos lamp kit replacement. The customer declined repair and was informed of the existing risks.